Event description:
On (B)(6) 2026, I was preparing to set up an inogen voxi 5 stationary oxygen concentrator (model gs-200, serial #(B)(6)) for use while sleeping when the device suddenly shut down. After reviewing the user manual, I learned that certain routine, user-correctable conditions cause the unit to completely shut down and require a manual reset using a power switch located on the back of the device. It is unrealistic to expect a sleeping patient to wake up, understand the problem, and perform this reset. The manual indicates that conditions such as restricted or blocked oxygen flow in the patient tubing and turning the flow too low while adjusting (titrating) oxygen flow to maintain the appropriate spo2 can trigger this shutdown. These are foreseeable, easily correctable user issues that should result in an audible and visual alarm and an opportunity for the user or caregiver to resolve the problem, not total cessation of oxygen delivery. In this instance, an actual hypoxic incident was only prevented because I happened to trigger the shutdown inadvertently while I was awake and able to respond. If this same shutdown had happened while I was asleep, I doubt I would have had the mental clarity to identify the cause and promptly restore oxygen. In my view, this design is unsafe for home oxygen-dependent patients. A full shutdown with a rear-panel reset requirement for such minor conditions could leave a bedridden or sleeping patient without oxygen for a prolonged period, with risk of hypoxemia, serious injury, or death. Simple, common user-correctable errors like blocked tubing or setting the flow too low should not stop vital oxygen flow; they should trigger alarms that prompt correction. For this reason, I consider this device a serious safety hazard, and I would not permit anyone to sleep while relying on it for oxygen.